Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine follow up in the clinic, upon interrogation of the patient's right atrial lead it was observed that sensed noise inappropriately triggered episodes of automatic mode switch (ams). The device will be monitored. The patient remained stable.

Manufacturer narrative:
Correction: d6 - should have been sep 13, 2013 rather than oct 23, 2017.